Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2015. During the procedure, the bearing would not fit into the humeral tray. The surgeon thought the locking ring might be the issue and tried another locking ring with the same result. A second humeral tray was attempted with the same bearing, but would not engage. Another bearing was used with the second humeral tray and was implanted successfully. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event was likely due to improper positioning and surgical technique.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.